Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 7/10/2019. (B)(4). Additional narrative: it was reported that the patient underwent revision surgery on (B)(6) 2013 and (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Manufacturer narrative:
Date sent to FDA: 8/13/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent a surgical procedure to treat grade iii cystocele and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure and has multiple physician visits and revisionary procedures. No additional information was provided.